Manufacturer narrative:
According to the informations known a traceability was performed based on these two lot number mentioned on the complaint. - first lot number: 9539003 this pusher yn287691 was used in different kit reference, but none on the three reference mentioned on the complaint. - second lot number: 9668242; this lot of pusher yn287691 was used in different kit reference including references bcag64 lot number 9823736 & bcagd5 lot number 9822270. With the help of the packaging manager, these two labels were reprinted and send to the hospital for test: hospital confirmed that information provided by data matrix were conformed to our products. At the same time, the gtin and qr code correspondence was checked by the supply chain, and no defects were found. No other complaint was registered on these lot number about this issue. Despite investigation performed no root cause was define but we assume that the problem is not due to manufacturing, as the labels were compliant. According to the informations known quality database was checked and revealed no anomaly registered in relation to the describe defect.

Event description:
According to the available information, when scanning the qr code on the packaging, the reference (B)(4) was displayed. But the correct references ordered (B)(4) are indicated on the labels. Different products in stock were used on different patients.

Event description:
According to the available information, when scanning the qr code on the packaging, the reference (B)(4) was displayed. But the correct references ordered ((B)(4)) are indicated on the labels. Different products in stock were used on different patients.